Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 4915070.

Event description:
It was reported that the system has impedances. Reprogramming was unable to restore effective therapy. Surgical intervention may take place in the future to address the issue. It is unknown which lead caused / contributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was obtained that the leads are no longer reportable. No intervention was taken on the leads, and effective therapy was established through reprogramming.

Event description:
Additional information was obtained stating both leads had invalid impedances.